Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas issued an occlusion alert while the user was wearing a contact detach infusion set (6 mm, 23 in), indicating pressure in the tubing or infusion set. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert after the user changed the infusion set and tubing. Investigation included customer troubleshooting and education regarding occlusion alerts and guidance to replace supplies. Investigation of this case revealed that the alert was consistent with an occlusion in the insulin delivery pathway that resolved with supply replacement, indicating a probable infusion set or tubing obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to the infusion set or tubing.